Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause was unknown. On an unreported date, the patient began treatment with unknown medications (dose, frequency and route not reported). On an unreported date during treatment, dianeal therapy was discontinued. The patient had not recovered from the event. Additional information is not available.